Event description:
I covered a new healed scar with a bandage to keep the sun off during the day. That evening developed hives, redness, itching under gauze part of bandage and also itching of face and around mouth. Removed bandage, which I now see contained benzalkonium chloride. I am a registered nurse and would have taken benadryl, but was having a cardiac stress test the next day and not supposed to take antihistamines. Put benadryl cream to the site. Face itching resolved. I quit using the type of bandage, but area that had been under the gauze has continued to be red and itch. It's been a week. I just realized the bandage had benzalkonium chloride in it, which I haven't used, however the healing ointment I've used does have it in it. So now I am using a benadryl type cram and fluocinonide cream. I have been sensitive to benzalkonium chloride in contact lens solution and saline nasal spray in the past, itching or burning, but never had a systemic reaction. Perhaps because this was a waterproof bandage that really concentrated the medication? Had a tape border all around the gauze. Box says, "up & up extra large waterproof strong-strips. On side f box, "(B)(6). As a registered nurse I am concerned that this very occlusive, waterproof bandage gave me a does of this medication that caused a systemic reaction. I have photos. I am concerned the product could cause a life threatening reaction if someone used it.